Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photograph and information provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the flexible tube was torn between the 3rd and 4th spiral from the circuit connector. The section near the torn tube also appeared stretched. Conclusion: without the complaint device we are unable to conclusively determine the cause of the reported event. However, based on previous complaints, the torn tube was most likely due to the tubing being pulled. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in belgium reported via a fisher & paykel healthcare (f&p) field representative that the bc191 flexitrunk infant nasal tubing was found to be damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is currently en route to fisher & paykel healthcare (f&p) for evaluation to determine if our product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the bc191 flexitrunk infant nasal tubing was found to be damaged before use. There was no patient involvement.